Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 4298 lead, implanted (B)(6) 2015; dtba1q1 ICD, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that the atrial lead was not capturing and was found to have dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.